Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented at a follow-up in clinic. Upon interrogation, the left ventricular lead exhibited high impedance and loss of capture. Programming changes were made and a lead revision procedure was discussed with the physician. The patient was in stable condition.